Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative 2018-04-26. It was reported the date on battery was a few days off, so that was corrected with the tablet and also corrected on the patient programmer. The representative reprogrammed the patient with a new group and sent the patient home and advised her keep a log. The representative spoke with the patient once and her recharging interval was approximately 1 hour, as expected. The patient¿s weight was unknown. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via manufacturer representative concerning patient with implantable neurostimulator (ins) for chronic low back pain and spinal pain. It was reported that the patient will show excellent recharge quality and charge for hours, but the ins doesn't charge. Caller reports patient claims they have excellent recharge quality the entire time they are charging. This has occurred about 4 times. Caller also reported when ins doesn¿t charge, when it is depleting, patient loses stimulation when ins reaches 50%. Caller indicated patient is on high density like settings and can feel stimulation slightly when they lay down but when they get below 50% charge and lay down, they don't feel any stimulation. The patient didn't mention seeing any messages or error screens on the controller. It was suggested patient keep a diary of recharging habits and then meet with the patient to check recharging metrics. It was suggested to check impedances to evaluate complaint that patient loses stimulation at 50% and possibly have the patient evaluated when their ins is less than 50% charged to help troubleshoot the issue. Reprogramming was suggested to see if patient feels same loss of stimulation with non-hd programming. Additional informationwas received from the manufacturer representative on (B)(6) 2018. The representative was with the patient. The recharge diary was reviewed, and the caller had data from (B)(6). The device date was showing (B)(6) so it was off by 2 days. Advised the caller to update it in the tablet and also on the controller. It was reviewed that the recharge data from (B)(6) was actually from yesterday. The recharge metrics read: excellent, 80%, 56 mins, 6 hours. Energy usage shows .8. Recharge data from yesterday (reflected as (B)(6) on the tablet) shows a 23 min session, 8 min session, 3-minute session, and 1.3min session. This does not align with the patient reports. She reports recharging from 9-3 steady with a 2-hour break. The patient was reporting sleeping during some of the recharging. It was reviewed that it is not recommended to sleep while recharging. It appears the recharging was interrupted. It was confirmed that the patient does wear the belt. The caller states that she will work with the programming to get the energy use to allow the patient more time between recharging. The patient will continue to keep records of r echarging. The caller will also check the patient¿s recharger speed to be sure she is on the max setting. No further complications were reported/anticipated.